Event description:
It was reported that the patient contacted boston scientific latitude support, as a red call doctor icon was received. Upon a data review, it was noted that a single instance of a high, out-of-range shock impedance (125 ohms) had occurred, which likely triggered the alert. The patient was referred back to their monitoring healthcare facility. At this time, the device remains implanted and in-service. No adverse patient effects were reported.